Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2019 regarding a patient receiving compounded baclofen (500.0mcg/ml at 144.97mcg/day), bupivacaine (20.0mg/ml at 5.799mg/day), and hydromorphone (1.0mg/ml at 0.2899mg/day) via an implanted infusion pump. The indication for use was movement disorders. It was reported that the patient reported difficulty ambulating on (B)(6) 2018, nearly fell each time she stood, and often dropped items. On (B)(6) 2018 a message was left to schedule the patient for evaluation. On (B)(6) 2018 it was learned that the patient was admitted on (B)(6) 2018 due to lethargy. It was noted the "cpsc" provided an order to place a magnet over the pump to suspend therapy. The nurse reported the patient was oriented, but was speaking in a whisper and couldn't raise her arms or independently perform activities of daily life (adl). On (B)(6) 2018 the patient reported a magnet was placed over the pump while in rehab which improved her symptoms. The intrathecal (it) rate was decreased. On (B)(6) 2018 the it rate was decreased again. On (B)(6) 2018 the pump was refilled with a decreased concentration of baclofen to allow for an increased daily dose of hydromorphone, and a decreased dose of baclofen in effort to decrease weakness and improve pain relief. The patient reported some improvement following the previous decrease. The event was ongoing and resulted in in-patient or prolonged hospitalization, an emergency room visit, and an unscheduled clinic or office visit. The etiology indicated the event was possibly related to the device or therapy and was not related to the implant procedure. It was indicated that the event was possibly related to the it drug, and the clinical diagnosis was it medication side effects. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the issue resolved without sequelae on (B)(6) 2019.